Event description:
It was reported that we have additional information from incident recorded under prid (B)(4). End user hit a tree to avoid going into an intersection and had to be transported to the hospital by ambulance. Follow up by legal, (B)(4) indicates that no current injury or hospitalization. Issue occurred years ago.

Manufacturer narrative:
Follow up will be filed if additional information is received.